Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that just two days after implant, the patient developed sepsis and both the device and the right ventricle lead (rv) were explanted.